Manufacturer narrative:
The following additional information was received and is included in this report: revision due to the full-grown subtalar joint. Patient wished a removal of the vario subtalar screw. Other additional information was requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted docprice vario subtalar, ti-screw, cannulated, 13-16mm on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2014 due to dislocation. It was also reported that the revision surgery was performed because the patient is yet full grown and wished to have the screw explanted.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Some additional information for the case were received and is included in this report. Other additional information is currently not available. No trend considering the following event is identified: revision due to dislocation of spacer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The device was manufactured in the third quarter of 2012. Event summary: it was reported that the vario subtalar screw has been implanted on 20.12.2012 and revised on 02.01.2014 after a dislocation of the spacer due to implantation error. No implant failure has been reported. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was requested several times at the hospital to send it back for investigation. However the device was not returned. The latest product return request was done on march 8, 2018 to the surgeon and he wrote back to us on march 9, 2018 that the device is not available for investigation, the product location is unknown. Review of product documentation: surgical technique has been reviewed. It is stated "on average, the vario subtalar screw is removed 2-3 years after surgery". Root cause analysis: root cause determination: implant looses position or cannot be placed properly due to lack of adequate design of mating components not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of surgery due to wrong selection of components or use in combination with device outside the system => possible, as it cannot be excluded based on the available information. Wrong product selection due to misinterpretation of product information, inaccurate device selection : possible, as it cannot be excluded based on the available information. Worng postioned screw, leading to no or wrong correction due to repostioning without image intensifier : possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Wrong positioning of subtalar arthroereisis due to the image intensifier is not used. Introducing of the docpricetm vario subtalar screw without guide wire: possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Wrong positioning of subtalar arthroereisis due to the screw cannot be placed in the desired position: possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Insufficient correction due to the docpricetm vario subtalar screw is turned counter-clockwise and the screw head (mechanism) is not opened => possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Insufficient correction due to the subtalar screwdriver is not introduced in the impactor: possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Innsufficient correction due to the image intensifier is not used to check correct screw placement. Possible, as it cannot be excluded based on the available information. No surgical report has been available. It is unknown whether surgical technique has been utilized. Conclusion summary: it was reported that a 14 year old patient has been implanted with a vario subtalar screw ø13-16mm on 20.12.2012 and revised on 02.01.2014 after a dislocation of the spacer due to implantation error. No implant failure has been reported. The product has not been returned for an investigation. Moreover, no x-rays or surgical notes have been provided. As it was reported that the dislocation occurred due to an implantation error, an implant failure can be excluded. Therefore the event is most likely user caused. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient underwent a revision surgery around 1 year post implantation due to dislocation of spacer due to implantation error. No implant failure was reported.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(6).

Event description:
It was reported that the patient was implanted docprice vario subtalar, ti-screw, cannulated, 13-16mm on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2014 due to dislocation.